Manufacturer narrative:
Findings: pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, mother board, interface board, motor, vibrator and battery tube assembly during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 154 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer left the insulin pump on the counter top of the bathroom while the customer was taking a shower. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.